Event description:
It was reported that an ilet bionic pancreas displayed alert 60 indicating a bluetooth communications error and subsequently failed to power on despite multiple user-initiated restarts and directed troubleshooting, including charging and extended power-button presses. A replacement device was issued and the original was returned. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included the user continuing diabetes therapy with backup methods and uninterrupted cgm use, with no medical intervention or hospitalization. Investigation included review of device history, user troubleshooting, and receipt and inspection of the returned device. The investigation revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware. Additionally, failure analysis revealed no fault found related to battery depletion.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction (alert 60) was confirmed via failure investigation. User complaint of device malfunction (battery depletion) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.